Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - alerted by hospital cssd that ratchet on the screwdriver is broken. Discarded by hospital. Unable to be returned. Consignment required replacement. Ratchet on screwdriver broken. The product was not returned to depuy synthes, however photos were provided for review. See attachment [(B)(4)]. The photo investigation revealed that quickset ratchet scdr hdl has the metal ring separated from the handle, however signs of breakage were not observed. A root cause for this condition cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would contribute to the complained device issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ratchet on the screwdriver is broken. Discarded by hospital. Unable to be returned. No specified surgeon or patient allocated incident.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary alerted by hospital cssd that ratchet on the screwdriver is broken. Discarded by hospital. Unable to be returned. Consignment required replacement. Ratchet on screwdriver broken. The product was not returned to depuy synthes; however photos were provided for review. See attachment [img_4810]. The photo investigation revealed that quickset ratchet scdr hdl has the metal ring separated from the handle, however signs of breakage were not observed. A root cause for this condition cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would contribute to the complained device issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: alerted by hospital cssd that ratchet on the screwdriver is broken. Discarded by hospital. Unable to be returned. Consignment required replacement. Ratchet on screwdriver broken. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the ratchet control cap has come apart from its original position, the subcomponent is still attached to the quickset ratchet scdr hdl. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces consistent with the user applying excessive leverage/torque in a side-to-side or circular pattern. A functional test was not conducted due to post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.